Event description:
It was reported, the sheath's ceramic tip was broke. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3 and h6. The device was manufactured in april 2016 but an exact date was not provided. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the distal end was broken off. The tip breakage was likely due to user mishandling. However, the exact root cause could not be conclusively determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4) olympus will continue to monitor the field performance for this device.